Manufacturer narrative:
This report came in during a review of clinical data. Patient demographics have not been disclosed to rti surgical as of date of this report. The screw is implanted in the patient as of date of this report, therefore a batch number has not been identified and further investigation is not possible. No more information is available at this time. A DHR review was not able to be done because the device is still implanted and batch number is not available.

Event description:
It was discovered that a polyaxial screw broke post operatively due to a hard fall. Initial surgical date was (B)(6) 2018. The patient went to the hospital after a hard fall and it was discovered through x-ray that the pedicle screw was broken at t1. Revision surgery has not been done.